Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the phasix st mesh may have caused or contributed to the patients hernia recurrence. Based on the available information, no conclusion can be made. Recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use state, "to prevent recurrences when repairing hernias, phasix st mesh must be large enough to provide sufficient overlap beyond the margins of the repair/primary closure. Careful attention to mesh fixation placement and spacing will help prevent excessive tension or gap formation between the mesh and fascial tissue. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported to davol that a patient who is part of a clinical study experienced a hernia recurrence. On (B)(6) 2017 - the patient underwent a laparoscopic, intra-abdominal hernia repair and was implanted with a phasix st mesh. The phasix st is noted to have been positioned so that its edges extend beyond the margins of the defect by at least 5cm. On (B)(6) 2018 - the patient was reported to have had low quadrant abdominal pain. On (B)(6) 2018 - the patient presented for his 18 month follow up visit. A hernia recurrence was confirmed upon physical exam. This adverse event was assessed per the clinician as moderate in severity, possibly related to the study device and possibly related to the procedure. The adverse event is identified as not recovered / not resolved. No intervention has been taken at this time.